Manufacturer narrative:
(B)(4): the device has not been returned to the manufacturer.

Manufacturer narrative:
Additional information: the handle is broken off at the base of the shaft. Optical examination discovered a quasi-brittle fracture, with fracture morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order induce fracture is consistent with lateral bend stress overload. The above observations are consistent with lateral bend stress overload.

Event description:
It was reported that micropituitary instrument was broken while in use during surgery. No fragment was left in the patient. No patient complications were associated with the event.